Event description:
It was reported that the right atrial (ra) lead exhibited noise and oversensing which resulted in pacing inhibition on the right ventricular (rv) lead. Subsequently, a revision procedure was performed to replace the ra lead. During the procedure it was noted that the rv lead was wrapped around the ra lead, therefore, the physician explanted and replaced both the ra and rv leads. In addition, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.